Manufacturer narrative:
Results - visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not were not returned for evaluation.

Event description:
The reporter stated, the surgeon attempted to insert a 12.1mm micl 12.1 implantable collamer lens, but the lens footplate was sticking in the cartridge and the plunger overrode and tore the lens. This occurred prior to insertion and there was no patient contact.